Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, it was reported that the hospital pharmacist noticed spelling mistake on the packaging. The marketing department also noticed that the labeling is not printed on the box, but on a sticker. Icon for 'undyed absorbable' is missing and colored part shows a different design than usual. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the sales rep followed up several times already with the customer, but no box was received so far. Hospital pharmacist reported that he only has a picture of the product. Actual package cannot be found. Was the device used on a patient? If so, was there any patient consequence? No, device was not used. Photo analysis: a visual analysis of the received image was carried out and a box with the product code was observed v215h from for evaluation. It was noted that the packaging and samples in the image were in accordance with the process specifications and the products were manufactured by , the counterfeit could not be confirmed. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. As part of quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals is conducted through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.